Manufacturer narrative:
The reported low blood pressure/ hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be determined. It is possible due to procedure condition and patient comorbidities; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 30 sep. 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of stenosis at the ostia of the great vessels. During the procedure, the team initially attempted access through the right femoral artery, but since they couldn¿t reach the right radial artery, they proceeded via the left femoral artery just above the bifurcation. Upon reaching the target location, a pre-implantation balloon aortic valvuloplasty (pre-bav) was carried out using a 21mm, non-abbott balloon. Afterward, the balloon and sheath were replaced to prepare for the delivery system. While the valve was being positioned, it was noted that the inflow edge of the valve was placed at the bottom of the pigtail and deployed in the first attempt at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). No paravalvular leak was observed, and the patient remained in sinus rhythm. The ds and the non-abbott wire were removed; the primary access site and the left femoral were noted to be closed respectively. While trying to get the patient off from the procedure table, the patient's pressure had dropped so they decided to access the left superficial femoral artery (sfa). An angiogram was performed on both the left and right external iliac and common femoral arteries, showing no signs of bleeding. However, the pressure recorded from the femoral arterial line was 200 mmhg, while the non-invasive blood pressure measured from the arm was 120 mmhg. Also, the primary access site was observed to be narrowed for which post-implant angioplasty was performed by using a 6mm balloon resulting with no changes to the femoral arterial pressure. Two perclose devices were used for the closure. After removing the balloon, a pigtail catheter was advanced into the ascending aorta to investigate the cause of the pressure discrepancy. The angiogram revealed an underlying condition affecting the aorta; no further intervention was performed at this time. There was no clinically significant delay reported. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product but related to the patient¿s past medical history. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the team initially attempted access through the right femoral artery, but since they couldn't reach the right radial artery, they proceeded via the left femoral artery just above the bifurcation. Upon reaching the target location, a pre-implantation balloon aortic valvuloplasty (pre-bav) was carried out using a 21mm, non-abbott balloon. Afterward, the balloon and sheath were replaced to prepare for the delivery system. While the valve was being positioned, it was noted that the inflow edge of the valve was placed at the bottom of the pigtail and deployed in the first attempt at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). No paravalvular leak was observed and the patient remained in sinus rhythm. The ds and the non-abbott wire were removed; the primary access site and the left femoral were noted to be closed respectively. While trying to get the patient off from the procedure table, the patient's pressure had dropped so they decided to access the left superficial femoral artery (sfa). An angiogram was performed on both the left and right external iliac and common femoral arteries, showing no signs of bleeding. However, the pressure recorded from the femoral arterial line was 200 mmhg, while the non-invasive blood pressure measured from the arm was 120 mmhg. Also, the primary access site was observed to be narrowed for which post-implant angioplasty was performed by using a 6mm balloon. After removing the balloon, a pigtail catheter was advanced into the ascending aorta to investigate the cause of the pressure discrepancy. The angiogram revealed an underlying condition affecting the aorta, no further intervention was performed. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was admitted at hospital as an in-patient.